Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submissions. A correction has been made to g2 to provide information that was inadvertently not included in the previous submissions. Also, h6 code (investigation findings) has been corrected from ¿3243,¿ to ¿174¿ accordingly. It has been over 3 years since the subject device was manufactured.

Event description:
It was additionally reported that an anti-fogging agent had been used, and there was no problem with the method of attaching the tip cover at the start of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover was easier to be detached from the subject device by influence of the following: chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: chapter 4, section 4.1 describes how to detect the subject event. Chapter 3, section 3.5 describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use distal cover was missing after removing the evis lucera elite duodenovideoscope from the patient. The issue occurred during a therapeutic, endoscopic retrograde cholangiopancreatography and stent placement procedure. When the procedure was completed and the scope was removed from the patient, the user noted the cover was missing, but they were unsure if it was installed prior to use. As they were not sure the cover was on the scope, no additional procedure was planned to retrieve the device and the user opted to allow it to remain in the body if it had fallen. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and discolored, scratches were found on the image guide protector, the universal cord, the protector on the universal cord, switch 1, switch 2 and switch 4, there was a cut on the heat shrinking tube of the up/down angulation lock lever, and the insulation capacity could not be tested due to damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.